Event description:
It was reported that intermittent minimum fill notifications occurred with multiple cartridges during the load sequence. Customer reloaded the cartridge to resolve the issue, but the issue persisted and a replacement pump was sent to the customer. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.